Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information received that the device has been explanted.

Manufacturer narrative:
Additional information: damage to the active electrode appears likely; however currently available information does not allow identifying a more specific root cause. A device investigation of the explanted device is necessary. Reportedly explantation surgery was carried out; however the device has not been received yet.

Event description:
It was confirmed that the device was explanted. No further information was obtained from the field despite several requests.